Manufacturer narrative:
Manufacturing records were reviewed and there were not found evidence that the failure mode reported in this complaint is caused by the manufacturing process. A sample evaluation could not be performed as the sample was not returned. The investigation is inconclusive due to the fact that no sample was returned for evaluation. The device is labeled for single use. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include indwelling catheter(catheter dependent), catheter/catheter connection flexural fatigue during routine use, over pressurization during power injection due to catheter occlusion, catheter burst, cracked or damaged catheter; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5616000 pta port & catheter allegedly experienced a fluid leak. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.